Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip, missing reservoir tube o-ring, missing retainer, cracked keypad overlay, pillowing keypad overlay, scratched case, cracked case (battery tube), cracked battery tube thread and serial number label missing. Insulin pump p-cap, test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. Customer had high blood glucose level of 600 mg/dl. Customer was treated with manual injection. Customer stated that they were off the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.